Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator, 2008 (B)(6). (B)(4).

Event description:
It was reported that the device's patient alert triggered due to high right ventricular (rv) lead impedance, noise, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.